Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report device causing damage to another device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtr clip (00224u149) was inserted, and deployed without issues. To further reduce mr, an ntr clip (00630u194) was inserted, and positioned over the valve. When attempting to cross the valve, the ntr clip came in contact with the implanted xtr clip. It was then noticed that the xtr clip had become more mobile on the anterior leaflet. Fluoro showed that the xtr clip was now at a slightly different angle and did not appear as secure as when it was implanted. The ntr was then attempted to be implanted, but while grasping, the xtr clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the ntr clip was implanted medially. An additional clip was inserted and deployed laterally of the slda, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information available, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with an already implanted clip causing it to become less secure on the anterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.